Event description:
It was reported the detachment (rupture) of the catheter took place on (B)(6) 2021. On x-ray examination, presence of detached fragment of the catheter located between the right and left branches pulmonary artery. On (B)(6) 2021 the patient died and on (B)(6) 2021 an autopsy was performed to assess whether the detachment of the catheter tip had contributed to the death.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of reep0724 showed no other similar product complaint(s) from this lot number. Device not returned for evaluation.